Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2012, the pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported on (B)(6) 2012 that after the devices were implanted and ballooned, a type I endoleak was observed. The physician attempted to correct the endoleak with additional ballooning. After additional ballooning, a dissection in the left renal artery was observed. The physician then placed a stent in the left renal artery to treat the dissection. The final angiogram revealed that the type I endoleak and the renal dissection were both treated successfully. The pt tolerated the procedure.